Event description:
It was reported when using the bd pyxis medstation system drawer was failed. The customer reported that this rails were came off. The customer stated that this malfunction occurred when user trying to issue medication to patient care and caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the slides on drawer 6 was failed. The field service engineer inspected that those slides made the drawer sticky, to obstruct the drawer position sensor cables the nurse requested for maintanence. Hence performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.